Event description:
It was reported that after a revision surgery performed due to dislocation, patient hip is close to 2 inches higher on the right leg and has bursitis in his hip. The new orthopedic surgeon stated that another surgery has to be performed in order to fix the length discrepancy or live with the pain.